Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate tachycardia shocks and anti-tachy pacing (atp) due to supraventricular tachycardia (svt) which resulted in therapy exhaustion. The episode began with inappropriate atp due to the svt, which slowed the rhythm, however the rhythm accelerated again resulting in 6 inappropriate shocks which exhausted therapy. The physician discussed with boston scientific technical services why a second burst of atp was not delivered after the tachycardia shocks. The device operated as programmed, however therapy was exhausted. No remedial action has yet been taken. The patient did not experience any other symptoms or adverse patient effects.